Event description:
It was reported that a pediatric patient underwent a facial plastic surgery procedure on an unknown date and suture was used. The suture did not absorb fast enough and the patient developed redness and irritation to the skin around the suture. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.